Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had recurring motor error alarms and button error alarms on their insulin pump. The customer also inquired about upgrading their insulin pump. Customer's blood glucose was 54 mg/dl. No additional information provided.